Manufacturer narrative:
Citation: won-keun, k. Md et al. Comparison of outcomes using balloon expandable versus self expanding transcatheter prostheses according to the extent of aortic valve calcification. Clinical research in cardiolology (B)(6) (2017);106(12):995-1004 doi 10.1007/s00392-017-1149-3 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes in patients aortic valve calcification after the implant of a transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2011 and 2017. The study population included 1,232 patients, 177 of which were implanted with a corevalve and 15 of which were implanted with an evolutr. Serial numbers were not provided. The study population that included self-expandable tavr was predominantly female; mean age 82.3 years. Among all patients adverse events included: greater than moderate paravalvular leak (pvl), malpositioning, device embolization, the implant of a second valve, aortic root injury, conversion to surgery, cerebral vascular accident (cva), bleeding, vascular complications, permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.